Event description:
On may 31, 2016, 3m was informed of a patient who required root canal treatment on a tooth which had a 3m espe lava ultimate cad/cam restorative for cerec onlay. This patient had the onlay placed on tooth #13 on (B)(6) 2012. On (B)(6) 2015, it was noted that the onlay had failed and a root canal was required. The relationship between the reported event and the use of the lava ultimate onlay is uncertain, given the short time (5 months) after placement in which the root canal was needed.